Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had been having high blood glucose events for over a month. The patient's blood glucose was 646 mg/dl at the beginning of the hyperglycemic events. The customer treated via insulin pump therapy and medication. The patient's insulin pump had also been corroded for three months. The battery needed to be changed often. The customer would also have high blood glucose despite not eating anything. No troubleshooting occurred since the customer did not have the insulin pump with her at the time of call. The insulin pump was not returned or replaced.